Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information available, all hardware was removed. Although a number of factors could have contributed to the removal of the hardware, the most likely cause cannot be determined due to the limited information provided and the device not being returned. However, no malfunctions have been alleged with any tmc hardware nor was it a determining factor for performing the revision. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed, all hardware was removed in a revision surgery on (B)(6) 2018.

Manufacturer narrative:
Additional data: age at time of event: 39 years. Patient sex: female. Additional information: all hardware was removed due to non-union. Report source of additional information: health professional, user facility. Date additional information received by manufacturer: 03/28/2018. Type of report: 30-day follow-up #1. Type of reportable event: serious injury. If follow-up, what type? Additional information. Corrected data: the device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information available, all hardware was removed on 02/23/2018 due to non-union. Although a number of factors could have contributed to the non-union, the most likely cause cannot be determined due to the limited information provided. However, no malfunctions have been alleged with any tmc hardware nor was it a determining factor for performing the revision. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use, provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed, all hardware was removed in a revision surgery on (B)(6) 2018 due to non-union.